Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a maxillofacial nasal septoplasty procedure, the device suture was causing nasal abcess to numerous patients who had to be brought back for surgery a week after the initial procedure to removed the sutures. The patient outcome was unknown. Once the sutures were removed, the abscess resolved itself. No additional treatment was required.